Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope controller (ec) for failure analysis investigation. The unit was analyzed and upon visual inspection, found dcib metal plate is lifted and damaged which was causing the reported failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information via follow up: the system did not present any errors when initially powered on. The system was power cycled to resolve the issue. The original surgeon side console was able to be used to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the high-resolution stereo viewer (hrsv) for failure analysis investigation. The unit was analyzed and upon visual inspection no issues were found that would be related to the reported event. Testing: the monitor was installed on our printed circuit assembly (pca) test system. The system started up without any errors. The image quality was sharp, no noise, and not tinted. The system idled for 1 hour and visually verified that there were no issues. The root cause is attributed to a damaged dcib causing a failure in the video acquisition process within the endoscope controller. Correction: h8. Was updated to initial use of device.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the left eye of the high-resolution stereo viewer repeatedly went black. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high-resolution stereo viewer (hsrv) and endoscope controller (ec). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.